Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact called tandem technical support for assistance on stopping a bolus delivery. Tandem technical support assisted the contact. Additionally, during troubleshooting, it was noted that the customer had entered in the blood glucose (bg) value of 322 mg/dl as a carbohydrate amount instead of a bg value. Recommendation was made to consult with health care provider (hcp) regarding diabetes management. Several hours later, the contact stated hcp recommended customer consume orange juice and crackers to address bg level, and that customer was doing "okay". During another follow-up call on the same day, the contact stated that the customer's bg level was within target range and that the customer was doing much better and declined further follow-up.